Manufacturer narrative:
One used unit was received on 20 june 2007 and sent for decontamination. Upon decontamination of the unit and completion of the investigation, a supplemental report will be submitted. Date submitted: june 26, 2007.

Event description:
The catheter was placed in the right saphenous vein. The catheter was indwelling about 3 or 4 days. There were no difficulties noted during insertion. In 2007, abdominal distention was found and tpn fluid was the cause.